Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced a 'device malfunction' error code upon being interrogated, pre-implant boxed unit.